Manufacturer narrative:
Batch review performed on 21.july.2021 by regulatory affairs department lot 177780: 86 items manufactured and released on 23-feb-2018. Expiration date: 2023-02-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event.

Event description:
2 years and 11 months after the primary surgery the patient came in reporting pain due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.